Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 41 ohms through (B)(6) 2016 and rose to 91 ohms on (B)(6) 2016, and out of range by (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 48 ohms through (B)(6) 2016, rose to 135 ohms on (B)(6) 2016, and out of range by (B)(6) 2016. Analysis of the device memory indicated the impedance trend on the rv lead was decreasing. The rv pacing impedance was steady at approximately 536 ohms through (B)(6) 2015 and the trend began to fall between 513 and 418 ohms starting (B)(6) 2015.

Event description:
It was reported that at a device follow up, the right ventricular (rv) lead had a possible fracture. The rv lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the right ventricular (rv) lead exhibited high impedance. It was noted that the patient refused revision. The rv lead remains in use.